Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to having high blood glucose over 500 mg/dl. Customer stated that she was very sleepy, tired, and shaky. Customer stated that she had no money to buy insulin and she was without insulin in the pump for 3 days. Customer stated that the first 2 days were okay. On the third day, she got sick and had to go to the hospital. Customer stated that the cause of the emergency room visit was that the pump was out of insulin. Customer had IV and her blood sugar came down. Customer was not wearing the insulin pump at the time of the ER visit. Customer was off the pump for 3 days prior to the hospitalization. Customer was able to get insulin and started back on insulin. Customer stated that her blood glucose readings are fine.